Event description:
Medtronic received a report that there was onyx migration. The patient was undergoing treatment for embolization of a type ii endoleak sac accessed from the inferior mesenteric artery (ima) via the superior mesenteric artery (sma). It was reported that full contrast imaging was carried out and also CT prior to the procedure. No outflow or other communicating vessels were observed in the aortic sac. Onyx was injected into the sac to close the leak. Towards the end there was minor reflux observed at the sight of the ima entering the sac. They halted for 2 minutes and following a final injection of onyx reflux started to occur again. They waited a couple of minutes and the catheter was removed. Upon screening it was noticed that the sma had onyx in it. The ima was clear so it was not reflux from the sac. Upon speaking to the surgeon they stated there may have been a small communicating vessel from the sac to the sma that had not been picked up. The patient was reported to be fine. They had some back pain which was said to be not unusual with onyx usage. The hospital stated they were happy with the product and that this was not a product failure. The patient will be observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.